Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove of device interaction with anatomy appears to be related to patient morphology/pathology. The gripper actuation issue appears to be due to tissue being in the clip. The reported tissue injury appears to be due to the clip interaction with anatomy. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), barlow's valve, and a significant lateral posterior prolapse for a mitraclip procedure. Due to the barlow's valve and significant prolapse, there was a lot of interaction with devices during the procedure. The first clip passed gripper check during device preparation and gripper orientation. There was a lot of device interaction with the prolapsed segment of the valve during positioning. After five grasping attempts, the posterior gripper could not lower. Troubleshooting was performed, such as; recycling the lock and retesting the grippers. The clip was removed and tested on the back table, and the issue persisted. Tissue was noted on the clip when the device was removed. The clip was replaced. One xtw clip was deployed. An xt was attempted to be implanted, but the clip opened during establish final arm angle (efaa). The clip slowly opened from 20 to 40 degrees , and then slowly to 50-60 degrees. Multiple troubleshooting attempts were performed. The clip was removed, which was noted to be difficult due to interaction with the grippers and shaft of the cds. Possible tissue damage occurred. After removing the xt, a loss of column was observed from the steerable guide catheter hemostasis valve. Additional aspiration was required, but the column could not hold. The sgc was replaced and an xtw was implanted. The mr was reduced to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.